Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.

Event description:
Reported two suspected false positive results over time. The consumer communicated the result was confirmed by another rapid antigen assay. Symptomatic patient. No apparent adverse event. Report 2 of 2.